Event description:
A (B)(6), male, pt, called zoll customer support to report that his battery pack was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Eval summary: device eval of monitor (B)(4) has been completed. The reportable problem (battery not holding charge) was confirmed. Upon eval of battery was unable to charge due to the battery fuse resistance being high. The root cause of the high fuse resistivity could not be positively identified. No adverse event resulted from the defective fuse. The pt received a replacement battery pack.